Event description:
Related manufacturer reference number: 2017865-2022-19306. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing due to insulation damage on the right ventricular (rv) lead and atrial (ra)lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.